Manufacturer narrative:
(B)(4): the patient (pt) received dialysis therapy using automated peritoneal dialysis (apd). On an unreported date in 2014, the pt underwent surgery for bladder cancer. Subsequent to the surgery the pt passed away due to intestinal necrosis, therefore, the homechoice is no longer considered suspect product in this event. It was not reported whether a death certificate was available. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the patient died on an unreported date in 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of the death was unknown. It was not reported if an autopsy was performed. It was unknown if pd therapy was ongoing until the time of the death. Additional information was requested, but is not available at this time.